Manufacturer narrative:
Follow up information received on 24-oct-2016: quality-safety evaluation of product technical complaint (ptc) this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy and irregular menstrual bleeding. This event is listed in the reference safety information for essure. Changes in bleeding patterns, including heavy and unscheduled bleeding may occur after essure insertion. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event heavy and irregular menstrual bleeding and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (cryoablation) for an event related to essure use. Other nonserious events were reported. The technical assessment concluded a quality defect was not confirmed but considered plausible. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('heavy and irregular menstrual bleeding') in an adult female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included pain menstrual. On (B)(6) 2004, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / increasingly severe pain"), back pain ("chronic back pain"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), migraine ("excessive migraine headaches"), depression ("depression"), fatigue ("chronic fatigue") and alopecia ("excessive hair loss"). The patient was treated with surgery. At the time of the report, the menometrorrhagia, pelvic pain, back pain, abdominal pain, abdominal distension, migraine, depression, fatigue and alopecia outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, depression, fatigue, menometrorrhagia, migraine and pelvic pain to be related to essure (ess205). Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint would not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 6-may-2021: mr received. Reporters, concurrent condition were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This is a spontaneous case report received from a lawyer on 14-sep-2016 in the united states, on behalf an adult (>=18y & <65y) female plaintiff who had essure (fallopian tube occlusion insert) inserted around (B)(6) 2004. Her post-procedure period has been marked by increasingly severe pain and discomfort, including heavy menstrual bleeding, chronic pelvic pain, chronic back pain, abdominal pain, abdominal bloating, excessive migraine headaches, depression, chronic fatigue, and excessive hair loss. She never experienced any of these conditions prior to undergoing the essure procedure. Plaintiff subsequently sought treatment for her symptoms from her physician but was unable to resolve them. In or around (B)(6) 2015, plaintiff underwent a cryoablation procedure in an effort to control her excessive and irregular bleeding. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced heavy and irregular menstrual bleeding. This event is listed in the reference safety information for essure. Changes in bleeding patterns, including heavy and unscheduled bleeding may occur after essure insertion. Thus, based on a positive temporal relationship, lack of alternative explanation, and essure safety profile, causality between the event heavy and irregular menstrual bleeding and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (cryoablation) for an event related to essure use. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.